Manufacturer narrative:
The peritonitis occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by diarrhea. The cause and treatment for peritonitis were unknown. The patient was hospitalized due to diarrhea. In the same month as onset of event, the patient was discharged from the hospital and was recovered from the event. Action taken with pd therapy was not reported. No additional information is available.